Manufacturer narrative:
The device was electively explanted due to the recipient pulling the implant out of the head. Device testing is not possible due to the condition of the returned device.

Manufacturer narrative:
This report is submitted on july 2, 2019.

Event description:
Per the clinic, the patient experienced reduction in speech discrimination and zigzag impedances over last couple of years. The device was explanted (the patient has dementia & pulled implant out of her head) on (B)(6) 2018. The patient was re-implanted with another device on (B)(6) 2018.